Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient experienced an infusion set failing to unclip issue on (B)(6) 2026. The patient replaced the infusion set and successfully resumed insulin delivery. No further information is available.